Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in new zealand that during a rotator cuff repair procedure on an unknown date, it was observed that the vapr tripolar90 suction electrode device was creating an abnormal bright light at tip which caused some extra charring of the soft tissue. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, videos were provided. Upon visual inspection of the video, it appears to show the electrode operating normally. The electrode is pulsing as normal with no blockages. The videos do not provide enough evidence to determine root cause. A manufacturing investigation was performed; as a result, the orange glow could potentially be caused by using ringers¿ lactate, it does have a proportion of potassium chloride which could change the color of the plasma more orange. The blue arcing seen in the videos looks like other metal (cannula, scope, or instrument) is near by causing the current to arc like that. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: u2112001 and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.